Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alerts noted during testing. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they could not remove the battery cap out of the insulin pump. The customer's blood glucose was 102 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer agreed to return the insulin pump for analysis. The insulin pump was returned for analysis.